Event description:
An attempt was made to advance an endeavor resolute rapid exchange 3.0mm diameter x 24mm length stent in the pt; however, it was reported that the stent became dislodged and lodged inside another stent and became stretched out when trying to pull it back. The physician was able to successfully remove it using snare. Pt is reported to be fine. No other clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (based on the limited information provided, no root cause for this complaint can be determined), (failure to deliver the stent, stent deformation and stent embolism). Conclusions: (based on limited information provided, no root cause for this complaint can be determined).